Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for dig digoxin on a cobas 6000 c (501) module - c501. No erroneous results were reported outside of the laboratory. The sample initially resulted as 0.70 ng/ml. Since the result was low, the customer repeated the sample and it resulted as 0.44 ng/ml. The customer repeated the sample a second time and it resulted as 0.52 ng/ml. The customer did not know which result was correct. The customer ran precision studies and the results were ok. The customer changed the reagent pack and repeated the patient sample. The repeat results from the new pack were reproducible, with results of 0.65 ng/ml and 0.67 ng/ml. The patient was not adversely affected. The c501 analyzer serial number was asked for, but not provided. The issue was likely related to the reagent pack. Most likely, an aging effect of the reagent due to shipping or storage conditions affected the precision of the assay at the low end of the measuring range.